Event description:
It was reported that during the procedure the ultrasonic scalpel would not pass the initial testing so the device was replaced with a bovie j-hook. No patient injury was reported by the facility.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. The device packaging was also discarded so device information such as lot information, manufacture date, and expiration date were not available. The reported event is not occurring more frequently or with greater severity than is usual for the device.